Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was loading the tibial implant onto impactor, the anterior flange snapped off so it was no longer able to hold tibial implant.